Event description:
An impella cp was inserted via the undocumented access site to support the 56 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock at implant. The underlying history was not shared by the out-of united states distributor. The cp was supporting when there was a placement signal low alarm on the day after implant. This did not prompt any explant or intervention. The pump was noted to be in good position per the imaging. The limb also became ischemic on the day after implant. There was no pedal pulse at the right foot. The foot was cool to touch and the vascular team was consulted. The consultation revealed the monophasic popiliteal pulse to be present. There was no intervention such as a fem-fem bypass initiated. Due to lack of medical history the prescence of pre-existing peripheral arterial disease contributing can not be determined. The team drew labs and found the plasma free hemoglobin to be elevated. The australian lab noted the normal range to be >0.10g/l while this patient had a plasma free hemoglobin of 1.71 g/l. The lab is indicative of hemolysis. No intervention was noted. It is not known if the patient had underlying renal disease, nor if the pump was in appropriate position or if troubleshooting measures were taken. After 3 days of support the pump was weaned and explanted. The placement signal being low, signs of ischemia, and signs of hemolysis did not necessitate any interventions and the patient has survived the pump support and explant.

Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received that this pump is not available for return. It was explanted and discarded by the hospital.